Manufacturer narrative:
A field service engineer (fse) evaluated the instrument on 08/19/2016. The fse confirmed the leak was caused by valve lv8 which was partially plugged. The valve was bleached, clearing the blockage and resolving the leak. (B)(4).

Event description:
A customer reported the probe of a coulter ac·t diff analyzer was dripping about 3 drops of diluent and blood solution onto the counter. The customer was wearing personal protective equipment (ppe) consisting of gloves at the time the drip was observed from the probe. Erroneous patient results were not generated and there was no change or affect to patient treatment in connection with this event.